Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the clinic, the device was explanted secondary to an infection (date unknown). It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
It was reported that the infection was not device related. This report is submitted on 01 may 2020.